Event description:
It was reported that the user experienced difficulty unlocking the ilet connector during a supply change while out of insulin and was unable to remove the cartridge. The user remained disconnected from the ilet until assistance was available and later contacted support again with the same issue. After restarting the ilet through the mobile app, the pump unlocked successfully and the cartridge was removed with guidance. Blood glucose was not affected. Investigation included troubleshooting and user education. Investigation of this case revealed that the connector unlocking issue was resolved following a device restart; however, based on the information available, it could not be determined whether the cause was user handling, a tight component fit, or a device-related issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.